Event description:
It was reported that the user experienced sustained high blood glucose overnight while using the ilet, received multiple automated corrections from the pump, treated with juice as glucose trended down, developed a panic attack, disconnected from the pump due to concern about insulin delivery and insulin on board, and contacted ems, ultimately declining transport after stabilization. Troubleshooting focused on education regarding hypoglycemia treatment and pump use, with a usage issue noted and no specific device component implicated. Symptoms included hyperglycemia, anxiety, irritability, malaise, and nausea. Outcomes included serious illness/impairment requiring ems assistance. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified as overtreating hypoglycemia, and the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error caused or contributed to the event.